Event description:
Swan ganz catheter placed and received the following error message when attached to pressure line/monitor, "cardiac output catheter fault, bad ref." New swan ganz was placed with success.